Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) product, doi, dor.

Manufacturer narrative:
Examination of the reported devices confirms the report. The femoral component fractured between the condyles, towards the medial side, anterior of the medial condyle, distal and medial to the anterior flange. Examination by depuy metallurgy finds the component fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Based on the performed investigation, the need for corrective action has not been indicated. Monitor through trending.

Event description:
Fracture of femur condyle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.